Event description:
Initial result for a patient vancomycin was 33 ug/ml. When repeated, the result was 4.8 ug/ml. The incorrect result was not used to guide therapy. The field service representative found the incorrect result was caused by a bad valve and repaired the instrument by replacing the valve.